Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hiner drawer 4 failed to open. When the drawer does open, it operated very slowly and appeared to be sticking or encountering resistance during the opening process. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 24-apr-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 enhanced full-height cubie drawer in the main, was reported to intermittently fail to open on access. The drawer would click but only open a fraction of an inch at times. A field service engineer replaced rails drawer 4 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.